Manufacturer narrative:
(B)(4). The astato xs 40 guide wire was returned for evaluation. The coil of the guide wire was elongated for approximately 20mm originating approximately 4mm distal to the mid solder that was originally located at 15mm from the tip. Under the elongated coil, the exposed core was found bent. Observation by scanning electron microscope was performed. It revealed that there were clefts on the fracture surface of the core, indicating bending stress had contributed to fracture of the core. Attachment of a part of the ball tip (solder alloy) was found at the end of the elongated coil, indicating the coil remained in one piece. The above findings suggested that approximately 6mm of the core with the ball tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation had most likely contributed to the observed fracture of the core. The applied stress would localize and exceed the product design limit when the tip was being caught and restricted its movement likely by the lesion. Further applied tensile stress generated with removal might contributed to detachment of the coil from the tip solder. It was concluded that this event was not attributed to product quality. Because there was a missing part on the returned guide wire, a possibility could not be completely rule out that the missing part could be left in the patient. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation.

Event description:
It was reported that coating on an asahi astato xs 40 guide wire peeled off during a ppi to treat a moderately calcified cto in the left superficial femoral artery. When attempting to cross the lesion, the guide wire became trapped in the lesion and its coating was found peeled. A new guide wire was replaced to continue the procedure. The procedure was successfully completed with reestablished blood flow done by poba. There were no adverse patient effects associated with this event. Date of event is the best estimated date as it was reported that the event had occurred about a month ago.